Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device was unable to obtain an ECG signal via pads. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This supplemental medwatch reports the evaluation of the device. This supplemental medwatch report also corrects information submitted in the initial medwatch report. Please reference sections d1 updated, d4 model # updated, d4 catalog # removed, d4 primary UDI # updated. Evaluation results: the device was returned to zoll medical corporation for evaluation and the device performed to specification. The device was put through extensive functional testing including defib/pace stress testing, bench handling, and defib testing without duplicating the customer's report. The device was recertified and returned to the customer. A review of the device log indicated that the device was detecting a clear ECG signal until the user changed to the lead view resulting in the loss of the ECG signal. According to the logs, no ECG cable was connected to the device. This is not an indication of a device malfunction, the device did detect the ECG signal via the pads view, the user would need to change to the pad view to see the ECG signal. This report has been attributed to the user in the incorrect lead view. Analysis of reports of this type has not identified an increase in trend.